Event description:
Product rec'd with hole in outer package.

Manufacturer narrative:
This complaint is confirmed. Gross and microscopic examinations show the tyvek lid stock has been compromised. Two tears in the lid stock and header label were observed. The lid stock has been split during the handling of the tray. Viewing the tear sites from inside the tray confirms the tears may have occurred from poor handling of the product tray from some point between the release of the product from distribution to the use of the tray by the complainant. However, the exact mechanism of the damage is undetermined. A lot history review (lhr) of rewk0001 showed no other similar product complaint(s) from this lot number.